Event description:
It was reported that the display on the insulin pump was blank. Troubleshooting was performed and the display was returned. However, the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.